Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr2275 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "blood backflow when taking off injection cap". No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleed back is inconclusive since the complaint could not be confirmed from the sample provided. One 4 fr powerpicc solo catheter was returned for investigation. A valved infusion hub was attached to the luer hub. Evidence of use was observed. No apparent physical damage was observed on the catheter or hub. The sample was infused and aspirated with water using a 12 ml syringe and no functional issues were observed. The proximal section of the solo hub was cut in order to inspect the inner valve. Microscopic observation of the valve revealed no apparent damage. The conditions during use of the device are unknown. The product IFU includes information that may prevent causes of bleed back during use. Caution: the powerpicc solo2¿ catheter is designed for use with needleless injection caps or ¿direct-to-hub¿ connection technique. Always apply a sterile end cap on the catheter hub to prevent contamination when not in use. Use of a needle longer than 1.6 cm may cause damage to the valve. Caution: always remove needles or syringes slowly while injecting the last 0.5 ml of saline. ¿ cap catheter. A lot history review (lhr) of recr2275 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "blood backflow when taking off injection cap". No other information was provided.